Manufacturer narrative:
The device history record for radiesse(+), batch 100122341, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch 100122341) and no other cases were noted.

Event description:
Follow-up information was received on 24-jan-2020: the product was re-coded from radiesse to radiesse(+). The patients identifiers were provided. The patient was 48 years old. She was injected with a total of 1.5 ml of radiesse(+), into the jawline and chin, on 05-oct-2019. The device history record was received and the lot number for radiesse(+) was confirmed as 100122341 (expiry date 08/2021). A lot search in the global safety database was conducted. The patient had fillers on multiple occasions in the past. Concomitant medications were reported as none. On (B)(6) 2019 , after the injection with radiesse(+), the patient experienced pain and discoloration along the gumline. The patient sought care from another physician and was treated in a hyperbaric chamber. The patient was followed by the other physician. The outcome of the event remained unchanged. The reporter did not consider the events to be permanent, but treatment was necessary to prevent permanent damage. The reporter considered the events as related to the radiesse(+) injection.

Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event vascular occlusion was deemed to meet the serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from us health care professional and concerns a female patient. The patient was injected with radiesse®. After the injection of radiesse®, the patient experienced vascular occlusion. Corrective treatment was performed. The outcome of the event was not reported. The lot number was not reported.